Event description:
The cement would not properly fix the cups. Add'l units of cement and another cup were available to complete the surgery. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event was attributed to the introduction of body fluids that resulted in modification of the liquid/ powder mixture.